Manufacturer narrative:
A ge rep evaluated the system and replaced the interconnect cable and performed a camera alignment. System operates as intended.

Event description:
Customer reported there was no image on the left monitor and the system would not produce x-rays during a procedure. No pt injury was reported.